Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to test for other alarms due to the motor error alarms.

Event description:
The customer reported an alarm during the manual prime and rewind process. Advised the customer that the insulin pump would be replaced. Nothing further was reported.